Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects on the air water-cylinder/tube and on the auxiliary jet channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: air water-cylinder (tube) had foreign objects; auxiliary jet channel had foreign objects; due to clogging of j-tube in control unit, water could not be supplied. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to the initial report submitted. Updated fields: h2, h6, h11. Corrected fields: h6 (c1502 removed). A root cause could not be identified. Based on the results of the investigation, the most probable cause of accumulation of white foreign material in the tube could not be established. It is likely use of products that contain silicone can cause deposits of white foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.